Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, the distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated apparent explant damage. The returned full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis and x-ray) in an attempt to find an explanation for the high impedance, a possible fracture and t wave oversensing described in the event. There were no anomalies observed on the returned full lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated t wave oversensing associated with the right ventricular lead. T-wave oversensing (twos) is identified in ventricular tachycardia (vt) non-sustained episodes on (B)(6) 2015, possibly due to low r wave amplitudes. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. The rv pace impedance is generally stable but varies occasionally between 400 and 532 ohms. Analysis of the device memory indicated a r-wave amplitude measurement issue. The r-wave amplitude is generally below 6mv. Analysis of the device memory indicated rv (right ventricular) oversensing. There are (B)(4) non-sustained tachycardia episodes with v-v intervals less than 220 ms on (B)(6) 2015. Concomitant product(s): dtba1d1 crt-d ,implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's lead had high impedance, a possible fracture and t wave oversensing was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.